Event description:
Healthcare professional additionally reported rupture and capsular contracture baker grade ii/iii. Device has been explanted. This relates to the right side.

Manufacturer narrative:
Photo analysis results:visual analysis of the photographs identified; red encapsulation on the device and an opening. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional additionally reported rupture and capsular contracture baker grade ii/iii. Device has been explanted. This relates to the right side.

Manufacturer narrative:
Device information provided by reporter as "n-27 mn 120-280." Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "rupture".

Event description:
Patient reported a "rupture" of the left device. The device remains implanted.